Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for an implantable cardiac monitor (icm) explant procedure. During the procedure, it was noted that it was difficult to remove the patient's icm. In the electrophysiology lab and upon x-ray, it was noted that the patient's device was underneath the patient's muscle. Anesthesia was used, and the device was explanted without further issue. The patient was stable throughout.